Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: patient actively bleeding, requiring blood transfusion for same. Hemodynamically unstable. Blood alarming every 0.3ml's for air bubble" microbubbles in line but none that would affect patient. Tapped multiple times primed IV line with 5 ml increments switched pumps eventually (after trouble shooting for 1 hour between 4 nurses) able to create larger bubble that pushed microbubbles through. Opted to prime blood in to patient instead of discarding as patient was actively bleeding in total patient would have lost 100ml of 294ml bag of blood. Incredible waste of resources time blood. Would have been better off running the bag to gravity. No injury reported.